Event description:
It was reported that pump malfunction occurred with malfunction code 16 and no notable events happened before the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump.